Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR will be reviewed. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the wheel on the mobile workstation cart broke off. It is unknown when the issue occurred. There were no reports of patient/user harm or impact associated with this event.